Event description:
It was reported that approximately 6 years following the implant of a transcatheter valve, the valve failed due to aortic regurgitation of unknown severity. No patient complications were reported as a result of this event. Additional information received indicated that structural and hemodynamic deterioration of the transcatheter valve occurred specific to the previously reported aortic regurgitation. As reported it was a new or increase of >=1 of intra prosthetic aortic regurgitation which was classified as moderate. Additionally moderate paravalvular leak (pvl) was also reported. Further, approximately 2 months following the onset of this event, the valve was revised. A valve-in-valve (viv) with a non-medtronic valve was performed. Additional information received indicated that the patient experienced fatigue prior to the valve revision. Hospitalization was required for the revision. The patient was discharged the day following the valve revision.

Manufacturer narrative:
Updated data: h6. Product analysis: the device remained implanted in the patient; therefore, a product return analysis could not be conducted. Conclusion: a comprehensive review of the device history records for the suspect device was performed. In this instance no manufacturing issues or signals, that may have been causative in considering this issue, were identified. The device instructions for use (IFU) is developed from the product risk documentation as is the product labelled adverse events document. There was no identified inadequacy with the IFU in relation to this event. The device failure mode was unidentified. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. Post-implant occurrence of aortic regurgitation and paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. Unfortunately, without a copy of echocardiograms or imaging film from the procedure or of the valve for review, the failure mechanism of the device could not be established, and the conclusive cause could not be determined. Corrected data: h6. Patient code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that structural and hemodynamic deterioration occurred specific to the previously reported aortic regurgitation. As reported it was a new or increase of >=1 of intra prosthetic aortic regurgitation which was classified as moderate. Additionally moderate paravalvular leak (pvl) was also reported. Further, approximately 2 months following the onset of this event, the valve was revised. A valve-in-valve (viv) with a non-medtronic valve was performed.

Manufacturer narrative:
Updated data: a4, a5a, a5b, b1, b2, b3, b5, b7, e1, g2, h1, h6 h1: event now met criteria for serious injury report (updated from malfunction type) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient experienced fatigue prior to the valve revision. Hospitalization was required for the revision. The patient was discharged the day following the valve revision.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter valve, the valve failed due to aortic regurgitation of unknown severity. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.